Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient needed to recover from the pain of the procedure. Four days later, they reported they were taking an antibiotic. There were no device issues or further patient complications reported at this time.